Event description:
The tip of the trerotola device fragmented during utilization of the device. There was no attempt to remove due to the very small size of the fragment. Investigation follow up with proceduralist. Object known retained during procedure and remained in due to risk/benefit of removal. Proceduralist to update documentation to include additional detail. Item was retained by dept and forwarded. Manufacturer response for catheter, embolectomy, arrow (per site reporter). They have sent return shipping label and are awaiting the item for investigation.